Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The nurse reported that the insulin pump was not administering insulin. The customer's blood glucose was over 500 mg/dl at the time of hospitalization. The customer's blood glucose was 139 mg/dl at the time of call. The nurse stated that the customer was given insulin shots for the high blood glucose. The nurse stated that the customer experienced nausea and vomiting. The nurse stated that the customer was wearing the insulin pump at the time of hospitalization. The nurse stated that there were no air bubbles and leaks found. The nurse declined to troubleshoot for insulin issues and site issues and settings. The nurse declined to perform high pressure test. The insulin pump will not be returned for analysis.